Manufacturer narrative:
Details regarding the electrical connections and power source in the patient¿s home and in use at the time of the event could not be confirmed. The user guide states that the express fluid warmer must be plugged into the ac power accessory outlet on the back of the nxstage system one cycler and that the power interconnect cord must be inspected before each use. The express fluid warmer meets requirements for electrical and safety standards as outlined in the user guide. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received from a home therapy nurse that a fluid warmer caught fire. The patient was not connected to the device at the time of the event.